Event description:
It was reported that the patient experienced hypoglycemia after prior hyperglycemia related to a missed meal announcement while using the ilet; the pump delivered correction doses during this period and the patient¿s blood glucose subsequently dropped to 60 mg/dl, after which the patient consumed a sandwich and rose to 80 mg/dl within minutes, with guidance provided to avoid overtreatment and recheck by fingerstick after 15 minutes. Symptoms included low blood glucose. Outcomes included recovery to in-range glucose during the call, with no hospitalization or long-term sequelae. Investigation included complaint review and user education on hypoglycemia treatment and monitoring. Investigation of this case revealed no device malfunction reported and suggested the hypoglycemia was temporally associated with corrective insulin dosing following a missed meal announcement, with user factors contributing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.